Manufacturer narrative:
Due to the august 2015 FDA maintenance where the 3500a codes were updated, the 3500a codes ( evaluation codes) will be added until the biosense webster system is also updated. Therefore the following codes apply: (B)(4). Manufacturer's ref. No: (B)(4). It was reported that a patient underwent a procedure with a stockert ep-shuttle radio frequency generator and a low temperature with no error message occurred. The generator was set on standard temperature cut offs and the system allowed ablation when the temperature was below the low cut off value. The device was evaluated and no error found. The device is within specification. The device was subjected to preventative maintenance, safety and functional testing and all tests passed. No malfunction found on the device. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a stockert ep-shuttle radio frequency generator and a low temperature with no error message occurred. The generator was set on standard temperature cut offs and the system allowed ablation when the temperature was below the low cut off value. Exact low temperature seen and cut off value is unknown. The procedure was completed successfully with no patient consequence. This event is MDR reportable because the system allowed ablation when the temperature was below the low cut off value. If the generator reads a low temperature and does not stop ablation, this could potentially cause patient injury.